Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report:1627487-2018-05010. It was reported that patient was experiencing ineffective stimulation and stimulation in wrong location. X-ray diagnostics revealed lead migration. As a result, a surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report:1627487-2018-05010. Additional information received that patient underwent surgical intervention on (B)(6) 2019, where in both leads were explanted and replaced. Issue resolved post-operatively.